Event description:
Information was received from the physician's office indicating that the patient had passed away and no details were available. No obituary was found for the patient. A review of programming history was performed and it was noted that the patient's generator was programmed on as of (B)(6) 2014. Diagnostics from this time were also within normal limits. A battery life calculation was then performed using the available settings which estimated that 0 expected years were remaining on the patient's generator as of (B)(6) 2017. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep. No additional relevant information has been received to date.